Event description:
It was reported that a volume discrepancy of greater than 25% was noted on two occasions. The first time the estimated reservoir volume was 4 ml while the actual reservoir volume was 8 ml. On the second occasion, the erv was 5 ml while the arv was 10 ml. The patient has "cocci meningitis". The catheter is implanted in the brain and is delivering amphotercin. The pump is filled by a home infusion company and a 5 micron filter was used to filter drug prior to refilling the pump. The reporter was concerned that the 0.22 micron filter inside the pump may be clogged as drug particles larger than 0.22 microns may not pass through the filter. A catheter dye study was not performed. A roller study was performed and was normal. The hcp was considering all options for determining pump function. It was not reported if the meningitis was device related.

Manufacturer narrative:
Results - used for catheter.